Event description:
It was reported that shaft break occurred. A 12mm x 4.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke inside the patient's body. The device was removed and the procedure was completed. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 12mm x 4.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke inside the patient's body. The device was removed and the procedure was completed. No patient complications were reported. It was further reported that the shaft was kinked.